Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared a low tidal volume error that remained active for approximately 16 hours and then the unit subsequently shut down. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date rec'd by MFR: 13aug2019. Customer reported replacing the tubing resolved the problem. The self turn off anomaly was never duplicated. The unit was returned to service, and no further action was required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.